Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy until replacement arrived.